Manufacturer narrative:
On november 10, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Wright customer service received a call from a patient who currently has an aequalis titanium stem and cocr humeral head. The patient was inquiring about joining the pyrocarbon ide study because he is allergic to cobalt. He told customer service that he has lost all motion and would like to explore capassionate use for pyrocarbon.